Event description:
Medical records were received on (B)(6) 2019. Review of these records indicated that the patient, a 37-year-old male, has a history of obstructive sleep apnea on CPAP. On (B)(6) 2019, the patient underwent open repair with bilateral posterior component separation with myofascial cutaneous release and placement of biologic underlay mesh. Post-operatively, the patient did well and was discharged on (B)(6) 2019. He was seen for follow up on (B)(6) 2019, at which time all drains and staples were removed. He was doing well. The patient presented on (B)(6) 2019 with tan drainage from the inferior aspect of the surgical wound that started earlier that day. He stated that he lifted a piece of furniture that was heavier than expected as the aggravating factor. There had been no fevers or chills and no abdominal pain. On physical examination, a punctate area superior to umbilicus expressing a tan, cloudy fluid. There was no abdominal fluctuance or erythema. On (B)(6) 2019, the patient was hospitalized. A CT scan of the abdomen showed a large fluid collection in the preperitoneal space deep to the abdominal wall consistent with a seroma. A drain was placed by interventional radiology (ir). Per ir, the fluid collection appeared to be an old hematoma. The patient was discharge on (B)(6) 2019 with the recommendation to start oral keflex if the fluid cultures were positive. Final results of the cultures were not provided for review. To date, rti has not received any additional information.

Manufacturer narrative:
A comprehensive records re-review was conducted. There was ine departure noted associated with a sample for stability marked incorrectly. Investigation concluded that there was no negative impact to the manufactured grafts from lot mp154301. Manufacturing records review indicated that serial ID (B)(4) met all specifications and release criteria prior to distribution. Rti has manufactured and distributed a total of (B)(4) xenografts from the lot. There are no related complaints for lot mp154301. Porcine dermis xenografts undergo a validated sterilization method; tutoplast® which includes terminal sterilization by gamma irradiation after packaging. To date, our investigation indicates that the reported complications are more likely associated with one or more extrinsic factors, rather than an intrinsic property of the fortiva porcine dermis xenograft.

Event description:
On 07/26/19, rti surgical, inc (rti) was notified of a complaint indicating that a patient enrolled in a hernia repair clinical study was implanted with a fortiva porcine dermis on (B)(6) 2019. On (B)(6) 2019 the patient noted a small amount of fluid draining from his navel. The patient presented to the emergency department and a CT performed showed a fluid collection in the pre-peritoneal space, deep to the abdominal wall mesh. The patient was hospitalized for drainage of the seroma. A drain was placed. Additional information has been requested. To date, rti has not received any additional information.